Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received for USA stating that the device was "heating up". It is known that the device was being used during surgery. It is known that there were no patient or user injuries; however, it is unknown if there was medical intervention related to the event. The date of the event is unknown. No additional information available.